Event description:
On or about (B)(6), 2010, the patient was implanted with an ams miniarc precise sling with the intention of treating the patient for stress urinary incontinence. It was reported that after and as a result the patient suffered serious bodily injuries, including, but not limited to, "pain, erosion of her internal bodily tissue, dyspareunia, additional surgery, and other injuries. The patient had additional surgery to remove mesh that had "eroded into her bladder." It was also indicated that the patient experienced mental and physical pain and suffering, and some permanent disability to her person.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.